Event description:
It was reported that the device failed to power on battery in cold start. However, if the device was turned on ac source and unplugged, it remained powered on with battery. There was no pt use associated with event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed its failure to operate on battery power. Physio reseated the internal connections and observed proper device operation through functional and performance testing. The device was returned to the customer for use. The cause of failure was not determined.